Event description:
According to the reporter, post-operatively, as the handle was squeezed, the clip did not come out. A surgical mechanism error occurred and there was no seal. They finished after replacing other instruments. There was no patient injury reported.